Event description:
It was reported that a farastar catheter cable was selected for use. It was mentioned that during the preparation the package of the device was open before use due to unknown reason. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.